Event description:
This is filed to report death. This research article was a retrospective study designed to evaluate changes in right ventricular¿to¿pulmonary artery (rv-pa) coupling after transcatheter edge-to-edge mitral valve repair (m-teer), their prognostic value, and predictors of improvement. Complications identified in the study included: hospitalization due to heart failure and death. In conclusion, patients with secondary mitral regurgitation (smr), improvement in tricuspid annular plane systolic excursion/pulmonary artery systolic pressure after successful m-teer is predicted by baseline clinical and echocardiographic variables and postprocedural mitral gradient, and is associated with a better outcome. Details are listed in the article titled, "changes in right ventricular¿to¿pulmonary artery coupling after transcatheter edge-to-edge repair in secondary mitral regurgitation".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported hospitalization or prolonged hospitalization, and heart failure/congestive heart failure (prolonged hospitalization) could not be determined. The reported patient effect of heart failure is listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI number is not known as the part and lot numbers were not provided. The additional issues reported in the article are captured under separate medwatch reports. Article titled: "changes in right ventricular¿to¿pulmonary artery coupling after transcatheter edge-to-edge repair in secondary mitral regurgitation".